Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr) and prolapsed posterior leaflet for a mitraclip procedure. During the preparation, while flushing the dilator, small perforation was observed in the dilator through which the fluid comes out. Guide was replaced and continued the procedure. All steps were performed as per IFU. The final mr was grade 2+. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
All available information was investigated, and the reported cracked and leaking dilator flush port was confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the investigation of the returned device, the most likely root cause was determined to be mother nature/environment due to environmental stress cracking (esc) occurring on the luer due to the brittle nature of the fracture origin. The reported leak was a cascading event of the reported cracked flush port luer. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Codes removed: medical device problem code: 4008.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr) and prolapsed posterior leaflet for a mitraclip procedure. During the preparation, while flushing the dilator, small perforation was observed in the dilator through which the fluid comes out. Guide was replaced and continued the procedure. All steps were performed as per IFU. The final mr was grade 2+. There were no adverse patient effects or clinically significant delays reported.